Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a red and itchy rash on his back. The patient reported that he previously had shingles in the area and was also allergic to numerous things that could have also caused the rash. The patient went to the emergency room where he received prednisone. The patient reported that after using prednisone, the rash had healed.